Event description:
On 10/10/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/8/24. On 10/8/24, the user experienced a severe hypoglycemic event, reaching a low of 39 mg/dl after a meal announcement for dinner. While taking a shower, the user became incoherent and required assistance from a third party, who removed them from the shower. Although the user was unable to speak, they did not lose consciousness. The third party called paramedics, who arrived and checked the user's vitals but did not provide any further medical assistance. The user has a history of significant blood sugar variability and was advised by beta bionics customer care agent on meal announcement protocols to better manage lows. During this event, the user consumed grape juice to help correct their low bg levels.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Review of previous days of data showed meal doses of similar size that did not result in hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user overestimating the carbohydrate content of their meal and choosing a meal dose size that was too large, resulting in an excess of insulin.